Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation case for an atrioventricular nodal reentry tachycardia and cavotricuspid isthmus flutter, the ampere displayed a catheter not connected error once it was in the heart. The catheters and cables were replaced. It was noted that both the catheter and cable were resterilized by the hospital. The error persisted despite the catheter replacement. The generator was changed to a t11, and the procedure was completed with no further issues. The procedure was delayed by 45 minutes as a result of the communication issue, which extended the time that the patient was under general anesthesia. The patient experienced no adverse consequences.